Manufacturer narrative:
H6: previously applied code of fdc d14 is no longer applicable. Code of fdc d20 is applicable for product ID: nim4cpb1, serial/lot #: (B)(6) ., ubd: , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) ; product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis results were not available for all the products as of the date of this report. A follow-up report will be submitted when analysis is complete. Additional code of img g02005 is applicable for product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4) ; and product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). D1: brand name for product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4) ; and product ID: nim4cpb1, serial/lot #:(B)(6), UDI#: (B)(4) is nim vital¿ patient interface 4 channel. H4: manufacturing date for product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4) ; and product ID: nim 4cpb1, serial/lot #: (B)(6), UDI#: (B)(4) is 11 february 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op, the nim vital system was making excessive noise when stimulating and slow to boot up. It was making noise "even when touching patient's skin." When stimulated skin, with no nerve present, nim gave brief tone to indicate no nerve present, but then the machine continues to verbally state nerve response in numeric output. Ie 473 microvolts. Another patient interface was giving an error. There was no error code displayed on the screen. The procedure was extended for less than 1 hour. Backup device was used to completed the procedure. There was no patient injury.

Manufacturer narrative:
H3: product analysis of the device found that the unit presented with older software version, defective pi docking pcbas due to pushed in pins and an incorrect boot-p due to a defective ssd. Previously applied codes of fdm b21, fdc c21 and fdr d16 are no longer applicable. Previously applied additional code of img g02030 is no longer applicable. H3:product analysis for product ID: nim4cpb1, serial (B)(6) , UDI (B)(4) found that, reported fault could not be verified, unit presented with updated software, a broken clip and chipped lid. Codes of fdr c070603 and fdr c07 are applicable for product ID: nim4cpb1, serial (B)(6) . Additional code of img g0405204 and img g04037 are applicable for product ID: nim4cpb1, serial (B)(6) . Previously applied additional code of img g02005 is no longer applicable for product ID: nim4cpb1, serial (B)(6) . H3: product analysis for product ID: nim4cpb1, serial (B)(6) , UDI (B)(4) found that, reported fa ult could not be verified, unit presented with older software. Code of fdr c19 and fdc d14 is applicable for product ID: nim4cpb1, serial (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.